Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the tip of the tactile awl was bent. It was noted that another probe was used and there was no surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
Evaluation of the returned probe found that as reported, the tip of the returned probe is visibly bent. However, with markers attached and fully seated, the probe displays good geometry and divot error readings with normal tracking and verification. If information is provided in the future, a supplemental report will be issued.